Event description:
A dialysis facility bio-technician reported that during the dialyzer rinse procedure on a 1550 hemodialysis machine, the saline bag was being filled with solution. There was not a patient on the machine at the time. There was no patient injury or medical intervention associated with this incident.